Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have the distal tip broken below the snake wrist. The distal tip was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the tip on the suction irrigator fell inside the patient's anatomy. The fragment was retrieved in the same procedure and the procedure was completed.